Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a react-68 catheter and solitaire sfr4 stent had complications. During the procedure, there was distal embolization within the same vascular territory immediately after the procedure, the nihss score improved from 15 to 12, and further improved to 7 two days later. No specific action was taken after a brain CT angiography was performed the day after the procedure. Patient details: mrs score: 0, nihss score: 15. Pre-procedure mtici score: 0. Final post-procedure mtici score: 2b. No actions were taken. The event resolved on (B)(6) 2025. The event had a causal relationship to the study procedure and possibly related to react and solitaire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported causality assessment provided as: possible related to procedure, not related to devices, not related to disease under study, not related to underlying condition or disease, the rationale for the relationship to system or procedure: it seems the thrombus was dislodged and migrated during removal.